Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the pump the pump shutting off unexpectedly. Additionally, it was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer's blood glucose level was 83 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging and unexpected shutdown issues were verified. Based on the analysis, the alleged usb port damage issue could not be verified.